Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia up to 304 mg/dl for about two hours while using the ilet and announced an additional ¿meal¿ larger than usual lunch to correct the high, which resulted in an estimated 19 units delivered by the system. Symptoms included elevated blood glucose without reported ketones, clinical intervention, or acute complications. Outcomes included no hospitalization, no alerts above 300 mg/dl for over 90 minutes, and no use of backup therapy. Investigation included review of user reports and education on appropriate use, emphasizing that meal announcements should correspond to actual food intake and that the system should be allowed time to correct highs, with supply checks if elevated for over two hours. Investigation of this case revealed that the device functioned as designed, estimating insulin consistent with prior meal entries (usual lunch about 16 units, larger announcement yielding 19 units), and that use error contributed by announcing a non-existent meal likely confused automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inappropriate meal announcement rather than a device malfunction.